Manufacturer narrative:
Device still implanted; not returned.

Event description:
This patient was implanted with the maestro rechargeable system on (B)(6) 2016. On (B)(6) 2016, the patient noticed a flashing light on the device during an attempted charge session and went to the clinic on (B)(6) 2016. A flashing light again appeared following positioning of the transmit coil. Review of device log data indicates that an unexpected shutdown of the rechargeable neuroregulator occurred on (B)(6) 2016. Therapy was re-started on (B)(6) 2016.